Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the blade in question was used for a femoral trochanteric fracture case. The blade was found to be out of bound at the proximal hole of the nail by the image intensifier after insertion. The surgeon removed the blade and correctly re-inserted another sized blade after re-measuring. Due to the incident, the operation was extended for twenty minutes, and the patient had extra invasion on her femoral head. It was also reported that the surgeon added hammer blows to the nail with a sleeve on the bone before blade insertion. Due to this, the nail may have been out of alignment. This report is for an unknown nail. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: the part and lot number of the related nail is possibly either of below products. Part number: 472.101s, lot number: 8881724. Manufacturing date: 17th march 2014. Expiry date: 1st march 2024. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Part number: 472.111s, lot number: 8864289; manufacturing date: 6th march 2014; expiry date: 1st february 2024. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Weight reported (B)(6). This report is for an unknown nail/unknown lot. Additional product code: hwc. It is unknown if the device was implanted (B)(6) 2014 or if device was removed and a different nail was used. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.